Event description:
It was reported that on the eighth firing, they received a loud snap and the gun did not fire. The customer used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/12/2007. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was partially fired, with no damage to the lock out tab and with damage on the cartridge deck. This damage is consistent with damage caused when the device is clamped over a hard object. When this happens, the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled, as stated in the IFU "if resistance is felt, stop and replace the cartridge", the returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.